Event description:
I have had several times my blood sugar levels have dropped ver low -ex. 35, 40, 38 - and did not know why as they should have been fine. The worst part is how high my blood sugar levels have been without me knowing why -ex. Over 600 several times a lot of 3 & 400's-. My diabetic doctor has it on his records.